Manufacturer narrative:
Programmer: model 3037, serial# njd081386n. Lead: model 3093-33, lot# v170801, implanted: 2009 (B)(6), explanted: unknown.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer's representative. The patient noted that they had not had a good result from their device and requested to have it removed.

Event description:
It was reported that the patient never experienced a therapeutic effect. The patient had not turned the device on since the first of the year as she had begun to experience shocking sensations with the stimulation on. She was reprogrammed several times without effect, and wanted to have the device removed. It was noted that changes to the patient's diet had made the most impact on her bladder control. Additional information has been requested, but was not available as of the date of this report.